Event description:
On (B)(6) 2015, cormatrix received details of an event involving the use of a cormatrix ecm device. A journal article titled, "tissue reaction to porcine intestinal submucosa (cormatrix) implants in pediatric cardiac patients: a single-center experience" published in 2015 in the society of thoracic surgeons was discovered during a periodic literature review. All surgical procedures described within the article were performed "between 2008 and 2012". This report is being submitted to document case information for patient 3. Details of the event are provided below. It was reported that a (B)(6) male patient who had undergone mitral valve repair at (B)(6), underwent a supraannular mechanical valve replacement and insertion of cormatrix pericardial substitute. The patient was referred to the medical institution for possible cardiac transplantation. Upon further workup, it was decided to attempt a second mitral valve replacement with a larger valve 5 months after the cormatrix implantation. Upon resternotomy, a thick and fibrotic layer of tissue was encountered. Microscopic examination demonstrated linear glassy acellular eosinophilic cormatrix material. Below the patch, the native tissue showed dense fibrosis with granulation tissue and chronic inflammatory infiltrates, including numerous eosinophils and occasional noncaseating granulomas. Special stains for mycobacterial and fungal organisms were negative.

Manufacturer narrative:
No sample was returned for evaluation. Cormatrix has requested additional information from the paper's authors regarding this event. The article indicates that the ecm was explanted 5 months after implantation during the second replacement of the mitral valve. Although there was no secondary medical intervention of device failure reported, histology results of the explanted ecm and native tissue exhibited signs of inflammation. Although the exact product information was not available, the repair was likely performed using the cormatrix ecm for pericardial closure, which is indicated for the reconstruction and repair of the pericardium. Exact details regarding the implant and explant procedures are currently unavailable. The article generalized the implantation process as follows: the patch was soaked in saline for 10 minutes. All anastomoses were performed using fine nonabsorbable sutures. The pericardial substitute was placed using a running nonabsorbable sutures.